Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported 'would not recognize door opening' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The assignable cause of the condition was determined to be a failed upper auxiliary. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize door opening. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.